Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that two cases were performed that day and had no endoscope inverted issues. The customer marked the affected endoscope for return if the issue was still present. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not received the endoscope to perform failure analysis at the time of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope had an inverted image. The issue was resolved prior to calling. The tse explained the endoscope alignment issue and how to fix it or determine whether it was endoscope-related. The procedure was completing as planned with no reported injury.